Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was obtained via the left transfemoral artery. Following valve placement, during hemostasis, a dissection at the puncture site was observed. Per the physician, the likely cause of the dissection was failure of the suture-mediated closure system. Subsequently angioseal and surgical treatment were performed, but no improvement was observed. A stent was placed. Additional information was received that the minimum diameter of the access vessel was approximately 5mm. Per the physician, the delivery catheter system possibly contributed to the injury; however, it was speculated that it was likely due to the non-medtronic access site closure device.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was obtained via the left transfemoral art ery. Following valve placement, during hemostasis, a dissection at the puncture site was observed. Per the physician, the likely cause of the dissection was failure of the suture-mediated closure system. Subsequently angioseal and surgical treatment were performed, but no improvement was observed. A stent was placed. Additional information was received that the minimum diameter of the access vessel was approximately 5mm. Per the physician, the delivery catheter system possibly contributed to the injury; however, it was speculated that it was likely due to the non-medtronic access site closure device. Additional information was received that on the same day as the implant of this transcatheter bioprosthetic valve into the native annulus, both a hemorrhage at the access site and a peripheral blood vessel thromboembolism were noted.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, accesses was obtained via the left transfemoral artery. Following valve placement, during hemostasis, a dissection at the puncture site was observed. Per the physician, the likely cause of the dissection was failure of the suture-mediated closure system. Subsequently angioseal and surgical treatment were performed, but no improvement was observed. A stent was placed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012376044); product type: 0195-heart valves; implant date; explant date product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.